Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 134 mg/dl. It was stated that they had to take the battery in and out about 5 times. They were unsure if the device had corrosion. It was advised to discontinue the use of the insulin pump until receiving a new battery cap. The device will not be returned for analysis.